Manufacturer narrative:
It was reported that a syringe component broke during "flushing under high pressure." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the syringe plunger was observed to be broken with the plunger top detached from the syringe. No physical sample was returned for evaluation. It was determined that the syringe likely broke during use to excessive force. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component broke during "flushing under high pressure."